Manufacturer narrative:
Summary of evaluation:the result of the evaluation performed suggest the event was attributed to user misuse.

Event description:
Doctor was removing the ceramic block and pulled up on handles. The right handle broke off. There was no adverse consequence for the patient or delay in surgery or anesthesia time.